Manufacturer narrative:
Additional information was received that no further course of action will be taken as of this time.

Event description:
A report was received that the patient's ipg was non-functional. It was also noted that the patient was unable to charge the ipg and the battery was frayed after the use of an external defibrillator. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was non-functional. It was also noted that the patient was unable to charge the ipg and the battery was frayed after the use of an external defibrillator. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was non-functional. It was also noted that the patient was unable to charge the ipg and the battery was frayed after the use of an external defibrillator. The patient will undergo an ipg replacement procedure.